Event description:
Device was implanted 1999. It is reported through the pt's attorney that the pt felt their hip "give way" in 2002. A revision was performed on the femoral head in 2002 due to a fractured femoral head.